Event description:
A female patient experienced sudden pain in right eye 3-4 hrs. After inserting new o2optix lens. She removed lens, then slept approx. 2 hrs. Upon awakening, still painful & was swelling. Returned to sleep, then awoke at about 2 am with severe pain, increased swelling & extreme light sensitivity. Waited until morning, then sought treatment at walk-in clinic. Was informed she had scratched her eyes & was referred to local ER. ER physician informed eye scratched/ulcer & prescribed unspecified antibiotic solution for 24hrs. No improvement, symptoms worsened, returned to ER next day with very poor vision. Admitted to hospital for 4 days with progressive improvement in vision & discharged in 2006. Opthalmologist reports visual acuity 20/50, right eye, the next day ofcl. Visit with infection healing well & continued use of drops on a weekly basis. Follow up visit scheduled in one week. Optometrist reports unspecified improvement in visual acuity for right eye at next two month visit, but still requires a stronger degree of spectacle correction, several requests for further info have been made. No add'l info available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.